Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with erratic tests results obtained of 165, 228mg/dl and high-test result of 228mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 147 and 166mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is 8/19/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with erratic tests results obtained of 165, 228mg/dl and high-test result of 228mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 147 and 166mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: 165mg/dl date: (B)(6) 2019 time: 6:59am fasting, result 2: 182mg/dl date: (B)(6) 2019 time: 6:58am fasting, result 3: 228mg/dl date: (B)(6) 2019 time: 6:58am fasting, result 4: 163mg/dl date: (B)(6) 2019 time: 6:05am fasting, result 5: 146mg/dl date: (B)(6) 2019 time: 6:04am fasting.